Event description:
Chemo line came disconnected from pt. Safety chemo cap and blue cover intact. Rn stated connection came apart from central line cap. Second checked by rn prior to start. We are seeing a trend in this occurring and have since started tracking and notifying manufacturer when this occurs.